Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history record review for part # 07.702.016s, lot # 5e53130: manufacturing location: (B)(4). Supplier: (B)(4), manufacturing date: 09 sept 2015, exp. Date: 31 may 2018. Non conformance documented in manufacturing documents - data loggers were incorrectly returned to depuy synthes by the logistic company due to inadequate delivery specifications. This non-conformance is not relevant to the complaint condition. Further review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery performed on (B)(6) 2016 the cement was too hard and therefore it was impossible to mix it. Also it was not possible to move the piston forward or backward. Another new cement package with the same lot number was used to complete the procedure. It is unknown if the surgery was prolonged due to the reported issue. This is report 1 of 1 for com-(B)(4).